Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was leaking at the end of the shunt where the peritoneal end is integrally connected. The shunt was not used and replaced as a result, with the replacement working successfully.